Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. Root cause is unknown. No actions for the issue.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device failed accuracy by +7.95 percent. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.